Event description:
Procedure type: unk. According to the rptr: the balloon did not inflate completely. Surgeon was unable to dissect properly and the procedure had to be converted to open case. It could not be reported if bleeding occurred or if operating room time was delayed. No pt injury was reported.

Manufacturer narrative:
(B)(4). (B)(4).